Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, when check the flow rate there was no flow. Internal inspect the monitor, found the valve had cracked causing a leak. The valve was replaced with a good known test valve. The speaker was found loose and the c02 pump was shifted. All evidence leads to impact to the monitor. DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a smiths medical caponograph had a co2 sensor error. No patient involvement.